Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that insulin leaked from the adapter/luer lock connection of the infusion set. No adverse event was reported. The infusion set was requested to be returned for product evaluation.